Event description:
It was reported that, the patient was diagnosed with mrsa infection and underwent first stage surgery in 2009. At that time, he had implants removed, including the reported head and stem. The reported head and stem were washed out, coated with tobramycin cement and used as a spacer to cure infection. In 2009, the patient underwent a second stage surgery when the spacer was removed and permanent implants were inserted.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The hospital discarded the explanted device(s). Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The meridian pa hip stem #5/15mm cat# 6261-0-011; lot unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.